Event description:
It has been reported to philips that the flexvision screen would turn on but there was nothing displayed. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the flex vision screen starts but does not appear. Review of the system log file confirmed that grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.